Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2b. P-cap / reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and cracked battery tube threads.